Manufacturer narrative:
Product event summary: the returned battery passed visual inspection and functional testing. The reported complaint was confirmed. Investigation is ongoing. Additional products: battery (B)(4). Device available for evaluation: yes, return date: 2018-01-31. Device evaluated by manufacturer: yes. Product event summary: the returned battery passed visual inspection and functional testing. The reported complaint could not be confirmed. Investigation is ongoing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Two batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries passed visual examination and functional testing. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). As a result, the reported event was confirmed. (B)(4) did not participate in premature power switching events. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and battery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: initial aware date 2017-nov-28 this event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - battery. Battery / (B)(4) / model #: 1650de / expiration date: 2017-05-31. (B)(4). Mfg date: 2016-05-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that battery switching occurred with two batteries. The batteries were replaced. No patient complications have been reported as a result of this event.